Event description:
It was reported that the buttons of the insulin pump were unresponsive. The customer's blood glucose was 267 mg/dl. The customer had not used a backup plan to treat. The caller stated that white they were on the phone , the insulin pump alarmed button error. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.